Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the phenomenon (b30 error) could not be reproduced at the repair factory, it is likely there was no anomaly in the device concerned, but may have been caused by the following factors: (1) abnormal combining of devices (for example, scope, scope cables) and/or (2) poor contact due to temporary foreign matter (for example: water droplets, dust) adhering to the electrical contact area of the device used. A review of the instruction manual identified in the following verbiage pertains to the connection of the endoscope, which may have prevented the phenomenon: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear".

Manufacturer narrative:
The device was tested and no issues were found. All signals and the color of the reproduction were noted to be normal. In addition, the device was ran for several hours and no error b30 error code was observed. The root cause of the reported failure is unknown since no device issue was found during testing. This report will be supplemented accordingly following investigations.

Event description:
Error code b30 was reported on the device. The issue was found during preparation for use. There was no patient involvement, no user injury reported.